Event description:
A customer reported to baxter (B)(4) an administration set in which damaged was observed in the adapter. The reported condition occurred before use. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which a damaged was observed in the adapter of the set was not confirmed during product evaluation. The set was found to be within specification during product evaluation and no assignable root cause was identified for reported condition. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.